Manufacturer narrative:
Corrected information: h6: component code (annex g). Summary of event: it was reported that the basket of a ncircle tipless stone extractor would not close during a ureteroscopy procedure. When the user expanded the basket to grasp the stone, the basket would not close. The case was completed using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test of the complaint device was also conducted. One ncircle tipless stone extractor was returned in an open package. The support sheath was slightly bowed. One of the four basket wires had pulled free from the basket cannula that secure the proximal end of the basket wires in place. The handle actuated basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU provides the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The provided information stated the issue occurred during use. It is possible the basket wire was caught on a stone, instrument, or other object that caused the base of the wire to pull free. No information is known related to a possible interaction between the basket wire and other objects during use, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of a ncircle tipless stone extractor would not close during a ureteroscopy procedure. When the user expanded the basket to grasp the stone, the basket would not close. The case was completed using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter customer occupation = specialty nurse coordinator, urology PMA/510(k) number = exempt device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.